Manufacturer narrative:
The device was evaluated. Visual inspection was performed which identified the separation between the tubing and y-site clearlink in the upstream part due to an incorrect assembly (twist). The cause of the separation was related to the assembly process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink system continu-flo solution set, the tubing was separated from the y-site clearlink in the upstream part. No additional information is available.